Event description:
Subsequent to the initial report filing, it was noted that the correct size is a 2.25 x 18 mm xience xpedition stent.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the 2.25 x 15 mm xience xpedition stent on a non-abbott guide wire, while the device was still outside the anatomy, the proximal shaft separated. No resistance was noted during advancement on the guide wire, prior to the separation. The device was retracted without issue. Another of the same size xience xpedition stent was used to complete the case using the same non-abbott guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.